Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l37416, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving gablofen (2,000mcg/ml at 100mcg/day). Indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that there was a pump critical alarm. The alarm had not been heard but telemetry confirmed the alarm. The alarm had been going off for days and days but the nursing home never made the appointment, they stated they never heard the alarm. Telemetry confirmed an empty pump alarm. It was reported that the patient missed their refill. The healthcare provider planned to reduce the dose to 100mcg/day since the patient had been without the drug since (B)(6). The hcp confirmed logs showed the empty reservoir alarm occurred on (B)(6) 2015. The critical alarm had been set to go off every 10 minutes. The hcp was refilling the pump at the time of the call. The patient did not experience any withdrawal and was not managed with oral medications. The hcp suggested that the manufacturer make an option that allows the hcp to make the alarm volume louder and choose different sounds like a phone so the alarm can be more noticeable.